Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that a piece was chipped and reservoir was not secured in insulin pump. Customer¿s blood glucose was unknown. Customer stated that reservoir was sometimes twist and fall out from the reservoir holster. Insulin pump will not be returned for analysis.